Event description:
The facility reported an infuso.r. Pump with the problem of, "where they load the syringe, the part is broken". It is unknown when this condition occurred. However, it is known to have occurred in the "ambulatory surgery" department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with malfunction of where they load the syringe, the part is broken was confirmed during device evaluation. The assignable cause was definitively identified as a broken syringe holder assembly. The syringe holder was replaced to resolve the reported problem.